Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Image review: a review of the provided image was performed. The following additional information was provided: from reviewing the image I can confirm that the instrument has a broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a broken black conductor wire. A backup dv instrument was used for the procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and the reported broken conductor wire was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additionally, the instrument was found to have a broken grip cable at the distal end. The probable root cause of the reported conductor wire damage cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no damage to the conductor wire. The instrument was visually inspected and evaluated for its electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Furthermore, the probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and that nothing out of the normal was found. A broken cable was confirmed during manipulation inside the body. There was no problems with removing the instrument through the cannula. There was no fragment that fell inside the patient's anatomy.